Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted for gastrointestinal/pelvic floor and urinary dysfunction. The healthcare provider (hcp) reported the patient had 4 urinary tract infections (uti) this in 2015. A uti was found during visit the week prior in (B)(6) 2016. The nasal swab also tested positive for (B)(6) during pre-operative review for unrelated heart surgery. The patient was treated with cipro and was now on bactrum; they will be getting vacomyocine. The hcp noted the patient was being seen on the day of the report and will be tested again to check the level of infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.